Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions: the health of the bone and gums which support the teeth may be impaired or aggravated". The treating doctor shared that is related to teeth movements. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the reported (gingival graft). Based on the available information and the clinical assessment below, the treating doctor reported that the patient required (medical intervention to prevent a permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803.

Event description:
The treating doctor reported that the patient reported symptoms of soft tissue recession and will require a gingival graft to avoid permanent damage. No further medical intervention or medications to alleviate the reported symptoms. Patient didn't stop the use of the product.